Event description:
The customer reported that when operating, the machine stops fluoroing and the screens go black. Also, they were getting a control panel error and the key was stuck. No injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep ordered parts and replaced the control panel processor pcbs in the mainframe. He adjusted the 5vdc from 4.79v to 5.05vdc and ordered the replacement footswitch to replace. The footswitch was then replaced. The system operates as intended.